Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 hydro gw stf std an180-035; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. After wiping the specimen with a gauze pad soaked with room temperature blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents bend damage located 45.5 to 46.7cm from the distal tip. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. As noted in the operational instructions of the device instructions for use (dfu), "fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guidewire within the device. If movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution." Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided, procedural and/or clinical factors appear to have impacted on the event as reported. If any further relevant information is provided a follow up medwatch report will be submitted.

Event description:
The doctor could not get the catheter after he had it so far in the body, it wouldn't go anymore it's sticking to the wire and that's all the complaint is. He took both the catheter and wire out and went with a different zipwire and a berenstein catheter instead and that didn't have any problem. But he said they've already sent in one of each of the same products a couple of weeks ago last time with the case same problem. The catheter is sticking on the wire then he can't pull the wire out or move the catheter advance the catheter on to the wire once it's in the body. The procedure was completed with another device. This happened during the case and inside of the patients body. The patient is fine and no complications. Note: medwatch report 2126666-2017-00056 was previously filed in reference to the comment "they've already sent in one of each of the same products a couple weeks ago".